Event description:
The rptr stated the connection broke apart. There is no add'l info available. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed its investigation. A f/u report will be submitted once the investigation has been completed.